Manufacturer narrative:
(B)(4). The analysis results found that the reload was received in good visual condition and without an instrument. The cartridge reload had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge was loaded into a test device for functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an automated vision system to insure the swing tab is present and unlocked. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during an unknown procedure, there was a failure with the stapling. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.